Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter does not turn on. The patient's diabetes is managed with oral medication. The power issue began one year ago. At 3 days after the onset of the product issue, the patient developed symptoms described as "dizzy, headache, and could not sleep." At the time of concern, the patient obtained blood glucose readings in the '300s mg/dl" on the hospital meter and was treated with insulin by his healthcare provider. According to the troubleshooting performed with customer service, the customer care advocate concluded that the battery needed to be replaced when the power issue began. However, the patient did not replace the battery per the owner's manual. This complaint is being reported because the patient claimed he received treatment suggestive for hyperglycemia 3 days after the product issue began. Please note this reportable adverse event was a result of a user error.

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor aspiration" (aspiration issue). A customer reported that aspiration was poor then system stopped aspirating during irrigation/aspiration. The cassette was changed and the machine was restarted, but the problem persisted. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.